Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00780 and 1016427-2010-00120. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00780 and 1016427-2010-00120. The cc has been updated to reflect receipt of the adjudication minutes which notes that the previously diagnosed tia was adjudicated as an ischemic stroke. Additional information shows that during post-stent dilatation there was a period of hypotension and bradycardia. The patient at the time was groggy and he had right upper extremity weakness. He was subsequently treated with IV neosynephrine and atropine. There was improvement of the symptoms. The patient was enrolled in the (B)(4) study on (B)(6) 2010 with a lesion in the ostium of the left internal carotid artery. The lesion had 90% stenosis and was eccentric, mildly calcified and 15mm in length. The vessel was 5.5mm in diameter and mildly tortuous. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis was 10%. The patient was discharged two days later. The day of the index procedure the patient experienced right hemiparesis and was diagnosed with a transient ischemic attack (adjudicated to be an ischemic stroke). The onset was sudden and the patient had full recovery with no deficit. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15033427 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
Post stent dilation, there was a period of hypotension and bradycardia. The patient at the time was groggy and had right upper extremity weakness. The patient was subsequently treated with IV neosynephrine and atropine. There was improvement of the symptoms. It was also noted that the day of the index procedure the patient experienced right hemiparesis and was diagnosed with a transient ischemic attack with neurological deficits lasting less than 24hours and with full recovery. The patient was enrolled in (B)(6) study on (B)(6) 2010 with a lesion in the ostium of the left internal carotid artery. The lesion had 90% stenosis and was eccentric, mildly calcified and 15mm in length. The vessel was 5.5mm in diameter and mildly tortuous. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis was 10%. The patient was discharged two days later on aspirin and clopidogrel.